Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an epic self-expanding stent system. Visual examination revealed a hole to the middle sheath at the proximal end of the marker band. The stent was partially deployed 4.5mm from the hole in the middle sheath. The distal radiopaque marker was sticking out of the distal end of the middle sheath. The tip was damaged and sticky. There was an unknown foreign material (fm) on the device. The inner liner was kinked at the proximal end of the tip. Microscopic examination revealed no additional damages. The rack was inside the handle. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed 14feb2020. It was reported that the stent would not release from the device. A 9x40x120 epic self expanding stent was selected for use in a procedure in the upper leg. During the procedure, it was not possible to release the stent from the device as the thumb wheel would not pull back the outer sheath. No patient complications were reported. The procedure was completed with another of the same device and patient was reported as stable following the procedure. However, device analysis revealed a hole in the middle sheath at the proximal end of the marker band.